Manufacturer narrative:
The device was received with both seals were intact and top case cracked / chipped by the left and right front bottom corners. Hairline crack on right plunger case. No visible contamination. The history log showed 1. Force sensor test error found in ehl. 2. Base not responding found ehl. Tested using 1. Power up process and performed calibration verification test. 2. Power up process. Testing found 1.reported problem duplicated during power up process . Steady state reading of the force sensor (with no pressure on it) 0= count 0 and - 0.91 lbs. 2. Unable to duplicate. : 1. Left plunger case. Broken and cracked screw boss found inside the left plunger case. Device manf. Date: 2017-01-09 2. According to trouble shooting chart page # 50 on mf4000 service manual doc# (B)(4) base not responding is caused by failure during power down sequence. Turning the pump back on should resolve the issue. The root cause was 1. Unable to determine. No visible damage or contamination found on plunger head assembly. 2. Unable to determine. Actions / repairs done to correct the reported (primary) problem: 1. Replace left plunger case and recalibrated force sensor. Performed power up process and device passed all the functional test. 2. No action taken .remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device force sensor test and base not responding. No patient injury reported.